Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter's display was completely black. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue first occurred on two weeks earlier, at approximately 2.00 p.m. He has been unable to use the meter since that time. The patient claimed that as a result of the reported issue, he skipped his humalog insulin; however, he continued to take his usual dose of 45 units of lantus. After the reported issue, the patient reported feeling thirsty and having frequent urination. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient alleged he became hyperglycemic after being unable to use the meter.

Manufacturer narrative:
Lifescan has requested the return of the suspect meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.